Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited less than 200 ohms impedance during several follow-up visits. At the (B)(6) 2010 follow-up visit, it was determined that the lead would be replaced due to the low impedance.